Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with dried blood. X-ray examination found over-torqued of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification.

Event description:
Related manufacturer report number: 2017865-2023-42859. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited loss of capture and dislodgement. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.